Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/04/2015 with the following findings: the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.